Event description:
Case 2: the anastomosis was successfully completed and tested before the end of the procedure. The morning after, the patient has been taken back in the o.r due to an anastomotyc leakage because of missing a couple of staples.